Event description:
Info received indicates the brake will engage, but the head end casters continue to swivel if the stretcher is pushed or pulled.

Manufacturer narrative:
The tech replaced a worn head end casters to repair the bed.